Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The investigator attempted to power on the device but could not. The interface printed circuit board assembly was replaced and then the device passed testing. The issue was caused by an electronic component failure; the cause of this failure was not established.

Event description:
Information received on a smiths medical ventilators/pneupac ventilators parapac that equipment doesn't turn on and it is due for calibration. No adverse patient events reported.